Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. The insulin pump will be returned for analysis.